Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a right ventricular lead perforation and presented in the emergency room. The lead was explanted and replaced on (B)(6) 2020. No patient symptoms were reported.